Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation error e216 (scope communication error) occurred. Additional findings were as follows: due to damage on charge-coupled device unit, and a noise image occurs during angulation in right/left directions. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The field service engineer (fse) to olympus on behalf of the customer that the image gets noisy when the device is angulated, in which the object cannot be recognized (image problem) on the evis lucera elite bronchovideoscope. The reported issue was found during reprocessing. There was no delay, no procedure involved, or impact associated with the reported event.

Manufacturer narrative:
Correcting h10- the reported events were confirmed during device evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that during device handling by the user, charged couple device (ccd) unit was damaged. As a result noisy image and e216 occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.